Event description:
It was reported that following the implant procedure, this patient experienced impaired healing. It was hypothesized that the patient may be allergic to components from either the implanted device and/or the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and provided the complete materials list for both products, in order to rule out a potential allergy. However, it was recently clarified that the patient does not have an implanted boston scientific device or a rv lead. It was stated that this was merely an inquiry into these materials lists for these products, as the physician was considering implanting them at the next replacement procedure. No adverse patient effects were reported.

Event description:
It was reported that following the implant procedure, this patient experienced impaired healing. It was hypothesized that the patient may be allergic to components from either the implanted device and/or the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and provided the complete materials list for both products, in order to rule out a potential allergy. At this time, the device and rv lead remain implanted and in-service. No adverse patient effects were reported.